Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 drawer controller board and pyxibus controller board was defective. A field service engineer (fse) upon arrival drawer 6 was not showing in the hardware test application (hta). Fse opened back panel, and no lights were present on the drawer controller card. The drawer controller card was replaced, and the device was restarted; however, the drawer still did not appear, the lights on the drawer controller card were still not on, so the drawer controller card was replaced a second time. After rebooting the device, the drawer continued not to appear. The pyxibus controller card was then replaced, and the device was rebooted. After reboot, the drawer appeared in the hta. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full-height drawer was off the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.